Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of swelling abdomen on (B)(6) 2022, ovarian neoplasm, pelvic cyst, ex-alcohol user, tobacco user (one pack per day), parity 3, multigravida, dysuria, shortness of breath and nausea. The patient had a family history of hypertension (father). Concurrent conditions were listed as flank pain, abdominal pain and vomiting. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1530 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 17-jul-2022: residual normal portions of bilateral ovaries are suggested. There is a mass effect within the central abdomen and pelvis with some displacement of bowel loops, uterus is anteverted measuring 11 cm in length. Bilateral fallopian tube inserts are appreciated. Showing a 17 cm unilocular cystic mass appeared perhaps come off the left side with a slightly generous uterus and normal-appearing ovaries her previous essure were visualized on the CT [pathology test] (date unknown): final diagnosis: a: ovary, left, resection: serous borderline tumor, usual type, b: peritoneal biopsy: benign peritoneum. Negative for malignancy. C: uterus, cervix, right fallopian tube and ovary, hysterectomy and right salpingo-oophorectomy" cervix: no pathologic alteration. Myometrium: leiomyomata, 1.3 cm in greatest dimension. Endometrium: weakly proliferative pattern endometrium. Serosa: fibrous adhesions and focal endosalpingiosis. Right fallopian tube: mucosal and luminal psammoma bodies. Right ovary: serous borderline tumor, usual type, see comment. Serous surface adenofibroma. Surface adhesions d: omentum, biopsy: adipose tissue with chronic inflammation and endosalpingiosis. E: pelvic fluid for cytology: no malignant cells identified. Chronic inflammation and mesothelial cells present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Pathology report added. Reporter information updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1530 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1530 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.